Event description:
This is a spontaneous case report received from a medical doctor in united states on 17-feb-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. Sometime on or before (B)(6) 2016 the patient experienced pain and cramping and she wants essure removed. The removal was scheduled to (B)(6) 2016. The event was ongoing. Follow-up received on 13-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had pain/ cramping approximately 5 months after essure (fallopian tube occlusion insert) insertion. Device removal was scheduled for a few weeks following the report. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and given its positive temporal relationship with essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow up 31-may-2016: follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain/ cramping approximately 5 months after essure (fallopian tube occlusion insert) insertion. Device removal was scheduled for a few weeks following the report. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and given its positive temporal relationship with essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.